Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Product location unknown.

Event description:
A right hip revision procedure has been indicated approximately eleven years post-implantation due to poly wear; however, no revision procedure has been reported to date.